Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer encountered a reoccurring fault 1161 on the universal surgical manipulator 4 (usm4). The customer power cycled the system but the fault continued to return. The technical service engineer confirmed that the case could continue with three usms and walked the customer through disabling the usm4 to resolve the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.